Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states the pump alarmed for compromised force sensor system alarm. The customer's blood glucose level was 380 mg/dl. The customer states they would be treating with back up pump. Troubleshoot was conducted. The customer was advised the pump would be replaced and returned for analysis.

Manufacturer narrative:
Motor error alarm during rewind due to during rewind due to loose/protruded drive support disk causing the home switch to misalign with the motor slide pad. The insulin pump passed the stop current and run current tests. Unable to verify prime alarm, history anomaly or perform the self-test, off no power test, unexpected restart error test, displacement test, prime test, occlusion test and no delivery test due to motor error alarm. The insulin pump had cracked case at display window corners, battery tube threads, reservoir tube and minor scratched display window.